Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Cause of low bg was unknown. The customer received third party assistance from paramedics, who provided medication to address bg, but the customer does not remember the name of the medication. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.